Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead exhibited retraction problem resulting in failure to capture and high pacing impedance problem. The rv lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of loss of capture and high pacing lead impedance were not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical tests, x-ray examination, and visual inspection were normal with anomalies with the exception of procedural damage.